Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A nc-euphora ptca balloon catheter was used to treat a lesion. The device was not inspected prior to use. It was reported that the device was used approximately seven weeks past its expiration date. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.